Event description:
The customer reported via phone call that she is not currently wearing the pump and sensor. Customer's blood glucose was going up and the customer was not getting a no delivery. Customer's blood glucose at the time of the event was 600 mg/dl. Customer was not hospitalized. Customer stated that she felt rushed through training. Customer removed the pump and sensor when once her blood glucose went up to 600 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.